Event description:
Reference MFR. Report number: 1627487-2019-06289,1627487-2019-06290, 1627487-2019-06292 it was reported that patient experienced ineffective stimulation. X-rays revealed 3 out of 4 leads migrated into ipg pocket. Patient admits that it started when he was twiddling with the ipg. As a result, surgical intervention was undertaken where in the 3 leads were explanted and replaced. It is unknown which leads are liable, so all 4 leads are reported.